Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as suspected less care in hand washing. The peritonitis was manifested by cloudy effluent. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime (2g, intraperitoneal) and cefazolin (intraperitoneal) for the event. At the time of this report, the patient's fluid was clear and patient was recovering from peritonitis. Action taken with pd therapy and patient retraining on the proper aseptic technique were not reported. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.